Event description:
The customer reported that the insulin gauge on their pump displayed an amount different from expected. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge.